Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. The issue was also verified during reviewing device electronic records. After replacing the battery pins and tightened the keps nut on the loose pin, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.